Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had chronic high thresholds. The pace/sense portion of the rv lead was capped; the high voltage coils remain in use. A new pace/sense lead was also implanted. No patient complications have been reported as a result of this event.